Event description:
Pt reported that her blood sugars have been erratic and she can not figure out why. She stated a morning in 2005 she would be at (60 mg/dl) before breakfast and then 2 hours after breakfast she would be at (400-500mg/dl). She has been using a lot of infusion sets because her sites get irritated after a few days of use and then become infected. She also stated that she has used her abdomen for many years and is getting a lot of scar tissue. Pump support agent advised pump user on proper insertion technique and using different site areas to insert her infusion set.